Manufacturer narrative:
(B)(4). Customer reported that package was opened and sterility broken. Both packages were previously peeled open, and only one device was returned. Both packages had evidence of seal transfer from the tyvek on the entire blister flange. Tyvek delamination was present, causing a corner of tyvek lid to adhere to the blister, which causes difficulty in device removal. It appears that cause of event was packaging tyvek delamination. Possible root causes for this issue are tyvek quality, sealing temperature, or opening technique. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the packaging was open and the sterility was broken. Another device was used to complete the procedure. There was no patient involvement.